Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit control board was replaced, and the unit was returned to service.

Event description:
The hospital reported mechanical ventilation stopped during a case. The unit was restarted and then the case was able to be completed. There was no report of patient injury.